Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring additional stenting. Device issue: none. It was reported that a dissection occurred while implanting the 3.0 x 28 mm xience v stent. A new xience v stent was used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection can be influenced by several factors, including lesion characteristics, procedural technique and device size selection. Dissection is not necessarily an indication of a product quality issue and in this case there was no report of any device malfunction. A conclusive cause for the dissection in this case cannot be determined.